Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent a routine transplant no device issues were reported. The relevant sections of the device history records for mlp-021678 were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, the heartmate 3 left ventricular assist system instructions for use outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This event had previously been reported as a routine transplant.

Manufacturer narrative:
A1 and a4: patient initials and weight requested but not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient was transplanted.